Event description:
It was reported that the patient experienced a rash while treating with the 63b electrodes. The patient stated that someone did reach out to her about it, and the rash has spread some and makes it hard to wear them. The patient was asked to wear less and to not put the waterproof stickers on. She took off the leads for a few days to heal and then replaced them within a short period of time wearing them, the rash started to appear again. The patient's neurosurgeon suggested she wear them on her back, not her neck. She used (B)(6), which did not help. The patient also used an (B)(6) for sensitivity. She placed the 63b electrodes on and immediately had a rash. The patient was going to try to do what the doctor suggested and then try to cut the time in half. It was later reported that the patient after the 72r electrodes caused irritation, she paused the treatment then began with the 63b electrodes. The patient claims that the lt-4500 electrodes were in her bag and tried those as well. There was no mention that the lt-4500 caused any skin irritation. The patient claims the doctor advised her to leave a day in between for her skin to rest, so she did. She describes her skin as red and itchy with blisters, but no swelling. The irritation was under the electrodes. The patient changed electrodes twice per day, and she also rotated them. She cleans with an antibacterial soap and no wipes. The patient does not have sensitive skin, allergies, or seasonal allergies she does not take blood pressure medication. She visited her doctor, and he did not think the skin was too bad. He did not prescribe anything, but he suggested (B)(6). The patient used both. She will follow up with the doctor and also seek an appointment with a dermatologist, then call us back with their advice. It was reported that no further information is available.

Manufacturer narrative:
The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown.